Event description:
It was reported that during a da vinci s surgical procedure, the jaws of the maryland bipolar forceps instrument were misaligned and had a lack of grasping functionality. The planned surgical procedure was completed with a replacement instrument. No add'l information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that one grip is bent, causing side to side misalignment of grips. There is a .045 inch offset at the tips. The bent grip has a slight separation of the yaw pulley and conductor cap at the glue joint, indicating overloading at the tip. Electrical continuity passed. Engineering also observed the distal end of the main tube has various deep scratch marks with material removed. The tube has various randomly oriented scratches and one damaged section that is nearly parallel to the tube axis indicating that scratches are likely due to instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) does contain a handling precaution, as identified in the following test: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.